Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient¿s lumbar-peripheral ipg was explanted and replaced. It was clarified the device was electively explanted and replaced (not related to previously reported issue) (reference MFR. Report:1627487-2015-05224).

Event description:
The pt has a peripheral system (off-label ) and a lumbar-peripheral system (off-label). This issue is related to the scs ipg for the lumbar-peripheral system. It was reported the pt experienced a "shocking" sensation at her scs ipg pocket site while using stimulation. X-rays will be taken as the next course of action.